Event description:
It was reported that the device was in static screen/latch and lock worn, and downstream occlusion bubbled. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found scratched lcd lens and bubble on downstream occlusion (dso) seal. During functional test, the screen was turning on properly as intended, so the static screen complaint was not duplicated. The latch lock optic sensor failed. When locked, it shows none instead of lock both, confirming latch lock optic sensor complaint. Replaced the latch lock optic sensor. Device passed all functional tests after repair.